Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, patients developed dead bag syndrome. Patients were operated 12 to 15 years back with hydrophobic single-piece intraocular lenses (iols) and came back with posterior capsule (pc) rupture and de-centered or dropped iol. Most of these patients were operated more than 10 years ago. It happened in patients with hydrophobic single-piece iols where, over the years, the capsule was crystal clear but suddenly it ruptured. Additional information was requested, but no further information is available.